Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a thyroid-stimulating hormone (htsh) result generated by unicel dxi 800 access immunoassay system. The result was reported out of the laboratory but was discordant to the patient's previous clinical history. The customer did not indicate that there was any change in treatment, injury or death associated with this event.

Manufacturer narrative:
The sample was heparinized plasma. No other sample collection or preparation information was provided. No qc or system check data was supplied. No event log messages were reported for this event. Field service engineer inspected the instrument but could not identify any hardware issues. No clear root cause could be determined for this event.